Event description:
It was reported that the cartridge of the preloaded intraocular lens (iol) device was broken/cracked. The lens was partially inserted into patient's right eye, however, was removed and another lens of same model and diopter was used as the replacement. The patient has recovered. No other information was provided.

Manufacturer narrative:
Weight and ethnicity: unknown/not provided. If implanted, give date: not applicable, as there is no indication that the lens was implanted if explanted, give date: not applicable, as there is no indication that the lens was implanted. Device evaluation: the complaint handpiece was received inside of the original folding carton. Visual inspection under magnification revealed that the handpiece was received with the plunger rod in the retracted position and with the inside of the cartridge coated in viscoelastic residue. The cartridge tip was observed to be cracked and deformation could be observed on the cartridge, in a way consistent with a handpiece that was used. No further issues were observed with the handpiece. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed no additional investigation request (ir) for this production order number has been received. Conclusion: the reported complaint issue was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.